Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and motor error alarms from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that his pump was stuck in rewind complete. The customer stated that he pressed escape and it took him to the status screen. The customer stated that his pump ran out of insulin and he changed the reservoir. The customer stated that he has been using the restroom a lot. The customer stated that he was a teacher and is in class. The customer will call back to troubleshoot.